Manufacturer narrative:
Concomitant products: product ID 3998, lot # v002699, implanted: (B)(6) 2006, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect with a sudden onset. Three weeks prior to the report the stimulator had stopped working how it had been; there were no associated falls or trauma. The patient felt pain going down her legs from her buttocks to her feet. It was noted that this was not new pain, but pain that stimulation used to cover. The patient had stimulation turned all the way up to stand the pain, but it hurt the patient to walk when stimulation was on. The patient asked for a manufacturer representative to visit the medical facility. The patient had called in for pain medication; it was stated that the patient usually doesn¿t want them, but needed them at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.